Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal balloon sleeve. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon ruptured and patient was allergic to the contrast media. The 90% stenosed target lesion was located in the moderately calcified vessel. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated upon first inflation at 4 atmospheres within 30 seconds. However, the balloon ruptured at the tip upon second inflation at 8 atmospheres. The balloon was removed without any problem using the usual method and the procedure was completed using the original device. No complications reported and the patient was in good condition after the procedure. However, the patient was allergic with the contrast media, and small amount of contrast media (balloon part) entered inside the body. The patient was doing well for now, and according to the physician, it will not lead to a serious problem since it was only a small amount.